Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 4 months of support, the pt was experiencing continuous red heart alarms. No significant changes in pulsative index (pi) were noted. The atrial valve was reportedly opening at the pump speed of 9400 rpm. The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues reported. Add'l info provided to the MFR indicated that the pt had a history of lv thrombus but no known documentation of infection or fever.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.